Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
It was reported that the patient underwent a system controller exchanged due to damage to bend relief. The patient was unable to fully thread black power cord of new controller on power module, primary clips, or emergency backup clips. Patient reported that due to being unable to thread the black power cord completely it was coming loose and had disconnected. An audible alarm stating connect power was reported.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of a damaged thread on black connector was confirmed. Initial inspection of the returned hm3 system controller, serial (B)(6) , revealed damage to the threads on the black power cable connector that was not able to completely tighten when connecting to a test power module. The controller was functionally tested and passed all steps without any issue. The controller operated on a mock circulatory loop for an extended period of time without reproducing any alarm. The damaged threads on the black power cable connector did not affect the controller¿s functionality. A root cause of the reported event was not determined through this analysis. Device history records were reviewed and showed no deviations from manufacturing or qa specifications. The patient handbook cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. Heartmate 3 instructions for use entitled ¿equipment storage and care¿, and heartmate 3 patient handbook entitled ¿caring for equipment¿, explain how to properly care for all equipment heartmate 3 instructions for use ¿equipment storage and care¿ and heartmate 3 patient handbook ¿caring for the equipment¿ explain how to properly maintain the integrity of the system controller. No further information was provided. The manufacturer is closing the file on this event.